Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A follow-up was performed: the physician had no comment for the event. Currently, the device remains implanted and normal function observed. Boston scientific is unable to confirm if infection was present or simply had subsided, as no intervention was required.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system potentially has an infection; however, it has not been confirmed. No additional adverse patient effects were reported.